Event description:
Boston scientific received information that the patient had reported experiencing a syncopal episode while working on trolling motors. Upon arrival to the hospital the patient's heart rate had reached 150 beats per minute (bpm). No additional information was able to be obtained regarding the patient's episode.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.